Event description:
It was reported that the right ventricular lead was fractured. There was an acute rise and high impedance on the pace/sense portion of the lead and upon opening the pocket, a suture was found on the lead body. Noise was also observed and the lead was unable to pace or sense. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. The distal conductor was distorted from over-rotation and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193 implantable pacing lead 2003 (B)(6), 5076 implantable pacing lead 2003 (B)(6), 6947 implantable tachy lead 2003 (B)(6). (B)(4).